Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the faulty cr board (pressure sensor/pressure sensor circuit) could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the screen went black and alarm generated due to defective circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the screen went black and sounded an alarm on the high flow insufflation unit. The issue was found during inspection before use for a laparoscopic procedure. The procedure was completed using a similar device. There were no reports of patient harm.